Event description:
The physician was using a pacific xtreme to treat a non-calcified vessel with tortuous anastomosis. It was reported that the balloon was inflated below the nbp when it ruptured circumferentially with separation of balloon fragments. A non-medtronic balloon was used to complete the case. Cine images provieded show that the detached balloon material was removed successfully from the patient. No patient complication and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: the device has been returned with the guide wire used during the procedure together with part of the guide wire tube that remains over it. The device was returned in bad condition and divided in two parts - the first one includes the hub, the strain relief the shaft together with the proximal half of the balloon and most part of the guide wire tube. The inflation lumen was full of blood but from visual inspection we have not identified any specific defect. - the second part is composed by the distal portion of the guide wire tube, the tip tube and the two radiopaque marker bands. The distal half of the balloon that was not returned. The balloon part clearly shows a radial burst that is located exactly in the middle of the balloon length. The burst is really clear cut. Image review - images provided shows balloon inflated in the av fistula. Due to the lesion, the balloon inflated has assumed a very curved challenging shape. Cine images provided show that the detached balloon material was removed successfully from the patient. Evaluation, results: patient's condition affected effectiveness of device (av fistula -very challenging lesion ); conclusion: device failure/lack of effectiveness related to patient condition (av fistula -very challenging lesion ). (B)(4).